Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter. "Needle seems to be clogged."

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation. The sample was visually examined and was found to be clogged as light was not able to pass through the needle. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Bd acknowledges that the returned sample was clogged as light was not able to pass through the needle. As these occurrences will not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "needle seems to be clogged."